Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tritanium bplate triathlon s5; cat # 5536b500; lot # ctd35658. Triathlon p/a ps beaded #5l; cat # 5516f501; lot # e3r6s. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left knee was revised due to pain and range of motion issues. A ps femur and tibial baseplate (implanted (B)(6) 2019), and 5x11 ps insert (implanted (B)(6) 2021) were revised to a ts femoral component, 5x9 ts insert, and universal baseplate with augments and stems. Rep provided the revision usage and explant pictures, and confirmed that no further information will be released by the hospital or surgeon.